Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken and the release wire had been pulled back. The implant likely detached when the release wire was retracted.

Event description:
It was reported, the coil could not be detached with an instant detached or manual method (provided in the instruction for use). Upon removal, the coil was found in the rhv. No pt injury reported.